Event description:
The customer was tested and the blood glucose results of 211 mg/dl and 109 mg/dl were obtained on the accu-chek aviva system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.